Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a tips procedure, the vascular stent graft delivery system allegedly would not advance through the "portal". It was further reported that the patient was transferred to surgery allegedly because of massive bleeding, however the cause or relationship of the bleeding to the device and/or procedure was unknown. Reportedly, the patient was doing well post procedure.

Event description:
It was reported that during a tips procedure, the vascular stent graft delivery system allegedly would not advance through the portal vein. It was further reported that the patient was transferred to surgery allegedly because of massive bleeding, however the cause or relationship of the bleeding to the device and/or procedure was unknown. Reportedly, the patient was doing well post procedure.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the evaluation of the returned sample the reported difficulties could not be reproduced. Blood stains could be identified which indicated that the device was used in patient. However, the outer catheter and the catheter tip were found in good condition. An indication for the reported difficulties could not be found, therefore, the investigation will be closed with inconclusive result. An indication for a manufacturing related issue could not be found. Based on the information available and the evaluation of the returned sample the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. The reported application represents an off label use of the device. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential factors. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment. (...) A super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure." The reported application represents an off label use of the device. Based on the IFU supplied with this product the device is intended for the use in the iliac and femoral arteries. Expiry date: mar / 2020.